Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1425) on 06-oct-2015. The most recent information was received on 01-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pregnancy with contraceptive device ('pregnant') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included parity 5. Previously administered products included for an unreported indication: birth control pills from 2011 to 2014 and nuva ring from 2009 to 2010. Past adverse reactions to the above products included pregnancy with birth control pills and nuva ring. Concurrent conditions included obesity. In (B)(6) 2014, the patient had essure inserted. In june 2014, the patient experienced procedural pain ("extreme pain after essure insertion"), lasting 7 days and experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), hypersensitivity ("allergic or hypersensitivity reaction"), nausea ("nausea"), abdominal pain upper ("pain in upper abdomen"), irritable bowel syndrome ("ibs type issues") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia inability to have sexual intercourse"). In 2015, the patient experienced migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("amount of blood that I bled was more than when I had my children. Continue to bleed in excessive amt/bleeding"), uterine haemorrhage ("uterine bleeding"), back pain ("back pain, severe injury physical pain"), menstruation irregular ("periods used to be regular, now I never know"), gastrointestinal disorder ("gastrointestinal issues/stomach issues"), peripheral swelling ("swelling in my legs and hands"), alopecia ("hair loss"), fatigue ("fatigue"), dizziness ("dizziness"), palpitations ("palpitation"), rash ("skin rash / rash on hands and cheeks, rashes on ring finger and palms of hands"), memory impairment ("difficulty remembering things"), anorgasmia ("unable to orgasm"), abdominal pain lower ("cramps"), mood altered ("lot more moody"), night sweats ("night sweats"), weight loss poor ("not able to lose weight"), malaise ("sick from the anesthesia the rest of the day"), dysmenorrhoea ("dysmenorrhea (cramping),"), anxiety ("anxiety"), depression ("depression"), mood swings ("mood swings"), vision blurred ("vision-blurry") and vitamin d deficiency ("vitamin d deficiency"), was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain/") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (a total hysterectomy and bilateral salpingectomy, leaving only the ovaries). Essure was removed on (B)(6) 2016. In 2014, the procedural pain had resolved. At the time of the report, the pelvic pain, migraine, vaginal haemorrhage and menorrhagia had resolved, the genital haemorrhage, abdominal distension, alopecia and rash was resolving and the uterine haemorrhage, back pain, menstruation irregular, gastrointestinal disorder, peripheral swelling, fatigue, dizziness, palpitations, memory impairment, dyspareunia, anorgasmia, abdominal pain lower, mood altered, night sweats, weight loss poor, malaise, hypersensitivity, female sexual dysfunction, dysmenorrhoea, headache, nausea, anxiety, depression, vaginal discharge, the last episode of weight increased, abdominal pain upper, irritable bowel syndrome, abdominal pain, mood swings, vision blurred, pregnancy with contraceptive device and vitamin d deficiency outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anorgasmia, anxiety, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, irritable bowel syndrome, malaise, memory impairment, menorrhagia, menstruation irregular, migraine, mood altered, mood swings, nausea, night sweats, palpitations, pelvic pain, peripheral swelling, pregnancy with contraceptive device, procedural pain, rash, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin d deficiency, weight loss poor, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. The following information was received from social media vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1425) on 06-oct-2015. The most recent information was received on 02-oct-2018this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("amount of blood that I bled was more than when I had my children. Continue to bleed in excessive amt/bleeding"), uterine haemorrhage ("uterine bleeding") and back pain ("back pain, severe injury physical pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included parity 5. Previously administered products included for an unreported indication: birth control pills from 2011 to 2014 and nuva ring from 2009 to 2010. Past adverse reactions to the above products included pregnancy with birth control pills and nuva ring. Concurrent conditions included obesity. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural pain ("extreme pain after essure insertion"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), hypersensitivity ("allergic or hypersensitivity reaction"), nausea ("nausea"), abdominal pain upper ("pain in uppar abdomen"), irritable bowel syndrome ("ibs type issues") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient experienced migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), back pain (seriousness criterion medically significant), menstruation irregular ("periods used to be regular, now I never know"), gastrointestinal disorder ("gastrointestinal issues/stomach issues"), the first episode of weight increased ("weight gain"), peripheral swelling ("swelling in my legs and hands"), alopecia ("hair loss"), fatigue ("fatigue"), dizziness ("dizziness"), palpitations ("palpitation"), rash ("skin rash / rash on hands and cheeks, rashes on ring finger and palms of hands"), memory impairment ("difficulty remembering things"), anorgasmia ("unable to orgasm"), abdominal pain lower ("cramps"), mood altered ("lot more moody"), night sweats ("night sweats"), weight loss poor ("not able to lose weight"), malaise ("sick from the anesthesia the rest of the day"), dysmenorrhoea ("dysmenorrhea (cramping),"), anxiety ("anxiety"), depression ("depression"), the second episode of weight increased ("weight gain/"), mood swings ("mood swings") and vision blurred ("vision-blurry"). The patient was treated with surgery (a total hysterectomy and bilateral salpingectomy, leaving only the ovaries). Essure was removed on (B)(6) 2016. In 2014, the procedural pain had resolved. At the time of the report, the pelvic pain, genital haemorrhage and alopecia was resolving, the uterine haemorrhage, back pain, menstruation irregular, gastrointestinal disorder, abdominal distension, peripheral swelling, fatigue, dizziness, palpitations, rash, memory impairment, dyspareunia, anorgasmia, abdominal pain lower, mood altered, night sweats, weight loss poor, malaise, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, dysmenorrhoea, headache, nausea, anxiety, depression, vaginal discharge, the last episode of weight increased, abdominal pain upper, irritable bowel syndrome, abdominal pain, mood swings and vision blurred outcome was unknown and the migraine had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anorgasmia, anxiety, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, irritable bowel syndrome, malaise, memory impairment, menorrhagia, menstruation irregular, migraine, mood altered, mood swings, nausea, night sweats, palpitations, pelvic pain, peripheral swelling, procedural pain, rash, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred, weight loss poor, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Quality-safety evaluation of ptc: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received. New reporter added. New event " she did not undergo essure confirmation test" was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1425) on 06-oct-2015. The most recent information was received on 22-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("amount of blood that I bled was more than when I had my children. Continue to bleed in excessive amt/bleeding"), uterine haemorrhage ("uterine bleeding") and back pain ("back pain, severe injury physical pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included parity 5. Previously administered products included for an unreported indication: birth control pills from 2011 to 2014 and nuva ring from 2009 to 2010. Past adverse reactions to the above products included pregnancy with birth control pills and nuva ring. Concurrent conditions included obesity. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural pain ("extreme pain after essure insertion"), lasting 7 days and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), hypersensitivity ("allergic or hypersensitivity reaction"), nausea ("nausea"), abdominal pain upper ("pain in uppar abdomen"), irritable bowel syndrome ("ibs type issues") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient experienced migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), back pain (seriousness criterion medically significant), menstruation irregular ("periods used to be regular, now I never know"), gastrointestinal disorder ("gastrointestinal issues/stomach issues"), peripheral swelling ("swelling in my legs and hands"), alopecia ("hair loss"), fatigue ("fatigue"), dizziness ("dizziness"), palpitations ("palpitation"), rash ("skin rash / rash on hands and cheeks, rashes on ring finger and palms of hands"), memory impairment ("difficulty remembering things"), anorgasmia ("unable to orgasm"), abdominal pain lower ("cramps"), mood altered ("lot more moody"), night sweats ("night sweats"), weight loss poor ("not able to lose weight"), malaise ("sick from the anesthesia the rest of the day"), dysmenorrhoea ("dysmenorrhea (cramping),"), anxiety ("anxiety"), depression ("depression"), mood swings ("mood swings") and vision blurred ("vision-blurry") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain/"). The patient was treated with surgery (a total hysterectomy and bilateral salpingectomy, leaving only the ovaries). Essure was removed on (B)(6) 2016. In 2014, the procedural pain had resolved. At the time of the report, the pelvic pain, migraine, vaginal haemorrhage and menorrhagia had resolved, the genital haemorrhage, abdominal distension, alopecia and rash was resolving and the uterine haemorrhage, back pain, menstruation irregular, gastrointestinal disorder, peripheral swelling, fatigue, dizziness, palpitations, memory impairment, dyspareunia, anorgasmia, abdominal pain lower, mood altered, night sweats, weight loss poor, malaise, hypersensitivity, female sexual dysfunction, dysmenorrhoea, headache, nausea, anxiety, depression, vaginal discharge, the last episode of weight increased, abdominal pain upper, irritable bowel syndrome, abdominal pain, mood swings and vision blurred outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anorgasmia, anxiety, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, irritable bowel syndrome, malaise, memory impairment, menorrhagia, menstruation irregular, migraine, mood altered, mood swings, nausea, night sweats, palpitations, pelvic pain, peripheral swelling, procedural pain, rash, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred, weight loss poor, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Quality-safety evaluation of ptc: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-apr-2019: pfs received : outcome of events, "rashes, bloating" were updated to "recovering". Outcome of event, "abnormal bleeding" "pelvic pain" was updated to "recovered". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("amount of blood that I bled was more than when I had my children. Continue to bleed in excessive amt"), uterine haemorrhage ("uterine bleeding") and back pain ("back pain, severe injury physical pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5. Previously administered products included for an unreported indication: birth control pills from 2011 to 2014 and nuva ring from 2009 to 2010. Past adverse reactions to the above products included pregnancy with birth control pills and nuva ring. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), hypersensitivity ("allergic or hypersensitivity reaction"), nausea ("nausea"), abdominal pain upper ("pain in uppar abdomen"), irritable bowel syndrome ("ibs type issues") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced procedural pain ("extreme pain after essure insertion"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient experienced migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), back pain (seriousness criterion medically significant), menstruation irregular ("periods used to be regular, now I never know"), gastrointestinal disorder ("gastrointestinal issues"), the first episode of weight increased ("weight gain"), peripheral swelling ("swelling in my legs and hands"), alopecia ("hair loss"), fatigue ("fatigue"), dizziness ("dizziness"), palpitations ("palpitation"), rash ("skin rash / rash on hands and cheeks"), memory impairment ("difficulty remembering things"), anorgasmia ("unable to orgasm"), abdominal pain lower ("cramps"), mood altered ("lot more moody"), night sweats ("night sweats"), weight loss poor ("not able to lose weight"), malaise ("sick from the anesthesia the rest of the day"), dysmenorrhoea ("dysmenorrhea (cramping),"), anxiety ("anxiety"), depression ("depression"), the second episode of weight increased ("weight gain/"), mood swings ("mood swings") and vision blurred ("vision-blurry"). The patient was treated with surgery (a total hysterectomy and bilateral salpingectomy, leaving only the ovaries). Essure was removed on (B)(6) 2016. In 2014, the procedural pain had resolved. At the time of the report, the pelvic pain, genital haemorrhage and alopecia was resolving, the uterine haemorrhage, back pain, menstruation irregular, gastrointestinal disorder, abdominal distension, peripheral swelling, fatigue, dizziness, palpitations, rash, memory impairment, dyspareunia, anorgasmia, abdominal pain lower, mood altered, night sweats, weight loss poor, malaise, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, dysmenorrhoea, headache, nausea, anxiety, depression, vaginal discharge, the last episode of weight increased, abdominal pain upper, irritable bowel syndrome, abdominal pain, mood swings and vision blurred outcome was unknown and the migraine had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anorgasmia, anxiety, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, irritable bowel syndrome, malaise, memory impairment, menorrhagia, menstruation irregular, migraine, mood altered, mood swings, nausea, night sweats, palpitations, pelvic pain, peripheral swelling, procedural pain, rash, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred, weight loss poor, the first episode of weight increased and the second episode of weight increased to be related to essure. Quality-safety evaluation of ptc: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, patient historical condition and historical drug added,events added as follows:-vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, dysmenorrhoea,alopecia, headache,nausea,pelvic pain, anxiety,depression, vaginal discharge,weight increased, irritable bowel syndrome, abdominal pain, mood swings, vision blurred, abdominal pain uppar. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included parity 5. Previously administered products included for an unreported indication: birth control pills from 2011 to 2014 and nuva ring from 2009 to 2010. Past adverse reactions to the above products included pregnancy with birth control pills and nuva ring. Concurrent conditions included obesity. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural pain ("extreme pain after essure insertion"), lasting 7 days and experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), hypersensitivity ("allergic or hypersensitivity reaction"), nausea ("nausea"), abdominal pain upper ("pain in uppar abdomen"), irritable bowel syndrome ("ibs type issues") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia inability to have sexual intercourse"). In 2015, the patient experienced migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("amount of blood that I bled was more than when I had my children. Continue to bleed in excessive amt/bleeding"), uterine haemorrhage ("uterine bleeding"), back pain ("back pain, severe injury physical pain"), menstruation irregular ("periods used to be regular, now I never know"), gastrointestinal disorder ("gastrointestinal issues/stomach issues"), peripheral swelling ("swelling in my legs and hands"), alopecia ("hair loss"), fatigue ("fatigue"), dizziness ("dizziness"), palpitations ("palpitation"), rash ("skin rash / rash on hands and cheeks, rashes on ring finger and palms of hands"), memory impairment ("difficulty remembering things"), anorgasmia ("unable to orgasm"), abdominal pain lower ("cramps"), mood altered ("lot more moody"), night sweats ("night sweats"), weight loss poor ("not able to lose weight"), malaise ("sick from the anesthesia the rest of the day"), dysmenorrhoea ("dysmenorrhea (cramping),"), anxiety ("anxiety"), depression ("depression"), mood swings ("mood swings") and vision blurred ("vision-blurry"), was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain/") and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (a total hysterectomy and bilateral salpingectomy, leaving only the ovaries). Essure was removed on (B)(6) 2016. In 2014, the procedural pain had resolved. At the time of the report, the pelvic pain, migraine, vaginal haemorrhage and menorrhagia had resolved, the genital haemorrhage, abdominal distension, alopecia and rash was resolving and the uterine haemorrhage, back pain, menstruation irregular, gastrointestinal disorder, peripheral swelling, fatigue, dizziness, palpitations, memory impairment, dyspareunia, anorgasmia, abdominal pain lower, mood altered, night sweats, weight loss poor, malaise, hypersensitivity, female sexual dysfunction, dysmenorrhoea, headache, nausea, anxiety, depression, vaginal discharge, the last episode of weight increased, abdominal pain upper, irritable bowel syndrome, abdominal pain, mood swings, vision blurred and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anorgasmia, anxiety, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, irritable bowel syndrome, malaise, memory impairment, menorrhagia, menstruation irregular, migraine, mood altered, mood swings, nausea, night sweats, palpitations, pelvic pain, peripheral swelling, pregnancy with contraceptive device, procedural pain, rash, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred, weight loss poor, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Quality-safety evaluation of ptc: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Amendment: the report was amended for the following reason: the case (B)(4) was found to be duplicate of this case. All the information from the deleted case (B)(4) was transferred to this case. Events pregnant and device ineffective were added. Legacy device report num 2951250-2020-00017 from deletion case (B)(4). Legacy device report num 2951250-2018-01403 from retention case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pregnancy with contraceptive device ('pregnant') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included parity 5. Previously administered products included for an unreported indication: birth control pills from 2011 to 2014 and nuva ring from 2009 to 2010. Past adverse reactions to the above products included pregnancy with birth control pills and nuva ring. Concurrent conditions included obesity. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural pain ("extreme pain after essure insertion"), lasting 7 days and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), hypersensitivity ("allergic or hypersensitivity reaction"), nausea ("nausea"), abdominal pain upper ("pain in upper abdomen"), irritable bowel syndrome ("ibs type issues") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient experienced migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("amount of blood that I bled was more than when I had my children. Continue to bleed in excessive amt/bleeding"), uterine haemorrhage ("uterine bleeding"), back pain ("back pain, severe injury physical pain"), menstruation irregular ("periods used to be regular, now I never know"), gastrointestinal disorder ("gastrointestinal issues/stomach issues"), peripheral swelling ("swelling in my legs and hands"), alopecia ("hair loss"), fatigue ("fatigue"), dizziness ("dizziness"), palpitations ("palpitation"), rash ("skin rash / rash on hands and cheeks, rashes on ring finger and palms of hands"), memory impairment ("difficulty remembering things"), anorgasmia ("unable to orgasm"), abdominal pain lower ("cramps"), mood altered ("lot more moody"), night sweats ("night sweats"), weight loss poor ("not able to lose weight"), malaise ("sick from the anesthesia the rest of the day"), dysmenorrhoea ("dysmenorrhea (cramping),"), anxiety ("anxiety"), depression ("depression"), mood swings ("mood swings"), vision blurred ("vision-blurry") and vitamin d deficiency ("vitamin d deficiency"), was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain/") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (a total hysterectomy and bilateral salpingectomy, leaving only the ovaries). Essure was removed on (B)(6) 2016. In 2014, the procedural pain had resolved. At the time of the report, the pelvic pain, migraine, vaginal haemorrhage and menorrhagia had resolved, the genital haemorrhage, abdominal distension, alopecia and rash was resolving and the uterine haemorrhage, back pain, menstruation irregular, gastrointestinal disorder, peripheral swelling, fatigue, dizziness, palpitations, memory impairment, dyspareunia, anorgasmia, abdominal pain lower, mood altered, night sweats, weight loss poor, malaise, hypersensitivity, female sexual dysfunction, dysmenorrhoea, headache, nausea, anxiety, depression, vaginal discharge, the last episode of weight increased, abdominal pain upper, irritable bowel syndrome, abdominal pain, mood swings, vision blurred, pregnancy with contraceptive device and vitamin d deficiency outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anorgasmia, anxiety, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, irritable bowel syndrome, malaise, memory impairment, menorrhagia, menstruation irregular, migraine, mood altered, mood swings, nausea, night sweats, palpitations, pelvic pain, peripheral swelling, pregnancy with contraceptive device, procedural pain, rash, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin d deficiency, weight loss poor, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. The following information was received from social media vitamin d deficiency. Quality-safety evaluation of ptc: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- vitamin d deficiency. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.